Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic lobectomy procedure, while firing the device handle broke, and part of it which is the gear break off, resulting in unsuccessful firing and poor staple formation. They then used another device to resolve the issue. There was no patient injury.